Event description:
A malfunction on a pump was reported, and there were no notable events before the malfunction occurred. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code reappears, which the customer understood.